Event description:
It was reported the dexcom g7 continuous glucose monitor (cgm) failed to connect to the ilet bionic pancreas, and troubleshooting and education were completed ultimately resulting in a successful pairing of the cgm and ilet. No clinical signs, symptoms, or conditions were reported and glucose remained stable. Outcomes included no medical intervention or hospitalization. User support included guided troubleshooting for cgm-to-pump pairing, verification of sensor code entry, and education on pairing workflow. Investigation of this case revealed an unsuccessful cgm-to-ilet bluetooth pairing with no device damage observed and no sensor performance concerns reported. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors during the pairing process.